Event description:
It was reported that the mainbody of seventy-nine (79) peritoneal dialysis (pd) transfer sets were cracked and broken. The transfer sets were cracked and broken from the main body (light blue piece) or occluder feet (inside the clamp) components. These issues were identified during various process steps of pd therapy further described as, ¿most of the defective lines come from patients hospitalized in the hospital modules¿. There was no report of patient injury or medical intervention associated with these events. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter phone no - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, seventy-nine (79) photographs were received for evaluation. Visual inspection of the photographs observed broken or cracked main bodies and occluder legs. The reported condition was verified. The damage was consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. The cause of the crack/damage was determined to be user related as it was possible to confirm that the nursing staff uses solutions with chlorhexidine and alcohol, these are preparations in bottles that already come with the composition and are delivered by the pharmacy department and used in all hospital units for asepsis of different elements including the transfer line. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.